Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the right ventricular (rv) lead was positioned four separate times due to diminishing r-wave amplitude measurements. A final position and measurements were found acceptable. However, at the pre-discharge exam the bipolar r-waves had decreased 1 mv. The rv lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.